Manufacturer narrative:
The device has not been made available for evaluation. Should further information of the device become available, a follow-up report will be issued.

Event description:
Provider alleges consumer was going down the sidewalk when the bolt/nut allegedly came off the power wheelchair tire/caster fork allegedly causing the consumer to fall out.

Event description:
Provider alleges consumer was going down the sidewalk when the bolt/nut allegedly came off the power wheelchair tire/caster fork allegedly causing the consumer to fall out.

Manufacturer narrative:
The stem from one of the caster assemblies was not assembled to the fork upon return. The m16 jam nut returned with this assembly was not to specification and was clearly replacement hardware of unknown origin installed post final release. With this, product modification appears likely. Pride warns about modifications in the product literature. The torque on exemplar fork (in stock) assemblies was checked and found to be consistent with the drawing.